Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
User facility medwatch report received. The report stated that a patient experienced air leak on right posterior chest tube. The chest tube site and drain were checked in the morning with routine chest tube assessment. The chest tube site was assessed and charted as positive for an air leak after bubbling visualized in water chamber at all times. The bubbling was noted in water chamber after clamping the suction tube while patient was coughing. Chest site was assessed for subcutaneous emphysema, but there was no sign of subcutaneous emphysema. The patient's vital signs were stable with oxygen saturation >95% on room air.